Event description:
The customer stated that her blood glucose was tested at the doctor's office, and the result was 110 mg/dl. The customer's contour read 32 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.